Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient was revised to address squeaking and discomfort. Upon exposure a large quantity of a "milky gray" fluid was discovered. There was considerable staining in the soft tissue around the joint. The surgeon noted that the cup looked "too anteverted" from the initial cup placement. Update 12/28/2010 - litigation papers received. There is no new additional information that would affect the investigation. Update rec'd 3/28/2013- ppd and medical: records received. After review of the medical records a doi and dor was been provided. The revision operative note indicates the patient was revised for pain, popping sounds, and a malpositioned cup. The cup wasn¿t revised during this operation. Only the femoral implants and taper sleeve were revised. The femoral implant is being added to the complaint for the pain/discomfort. The cup reported on this wpc is also being reported for metallosis for (B)(4). There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/16/14.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.